Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion despite several attempts. After removal, the struts were found lifted due to contact at the collar part of the guidezilla ii guide extension catheter. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
A2: age at time of event- 18 years or older device evaluated by MFR.: synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal region were found to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion despite several attempts. After removal, the struts were found lifted due to contact at the collar part of the guidezilla ii guide extension catheter. The procedure was completed with a different device and no patient complications were reported.